Event description:
The device was returned to the manufacturer with no information. A search of the manufacture database determined that the patient was deceased. The device was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device analysis. The lead was returned with no information and no suggestion that the death was related to a performance issue. If additional relevant information is received, a supplemental report will be submitted. Product event summary: nd0017354v the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and visual summary analysis of the lead was performed only. Concomitant products: product ID adsr06 implanted: (B)(6) 2009. (B)(4).